Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory there were no outward signs of abuse, however, signs of internal liquid contamination exist. There was a persistent vertical yellow line on the lcd, the inverter showed signs of overheating, and the script chart recorder was unresponsive. These components were all replaced and the programmer passed all incoming tests thereafter.